Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported iliac femoral vein perforation could not be conclusively determined.

Manufacturer narrative:
Corrected information: g1. Additional information revealed the initial MDR for this event was reported under the incorrect MFR report # and manufacturing site. Corrected manufacturing site information has been provided in g1. The correct MFR number is 3005334138. Corrected information: d1, d2b, d4, g3, h2, h4, h11.

Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4 and prolapsed posterior. While inserting the guidewire, a loop formed causing a perforation in the iliac femoral vein.

Event description:
During a mitraclip procedure, a perforation occurred in the iliac femoral vein, requiring sutures. While inserting the guidewire, a loop formed causing a perforation in the iliac femoral vein. The femoral perforation was repaired with surgical suturing. The patient has been discharged.

Manufacturer narrative:
Additional information b5, g3, h2, h3, h6.